Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3632sp fibertak® sp suture anchor was received for investigation. Only the suturetape was returned, the driver is missing. Visual evaluation noted no problems with the returned components. Functional testing was unable to be performed due to the missing component. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to the drill guide tip not remaining in contact with the bone surface during drilling and implant impaction. Per dfu-0054-eo revision 5 precautions: 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Event description:
On 11/06/2023, it was reported by a sales representative via (B)(4) that (2) ar-3632sp fibertak® sp suture anchors backed out. This occurred during a case where the first device was inserted into the patient's bone and came out. The second device was inserted into the patient's bone and came out. The case was completed using another device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.